Manufacturer narrative:
The lot number was provided for 1 out of 5 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the 5 malfunctions. Therefore, the investigation of all the 5 reported malfunctions were confirmed for the alleged filter tilt, limb detachment and perforation. The definitive root cause could not be determined based upon available information. The devices were labeled for single use.

Event description:
This report summarizes five malfunctions. A review of the reported information indicates the model rf320j vena cava filter allegedly experienced filter tilt, limb detachment and perforation. The report was received from various source. All five malfunctions were involved patients with no known impact to the patient. Of the five reported malfunctions, three female patients ages were ranged from 50 to 59 years old and two male patients ages ranged from 54 to 67 years old. One female patient weight is (B)(6) kgs. The remaining patient's weight was not provided.